Event description:
It was reported that the patient experienced cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp left cylinder, pump, and balloon was explanted and a new ipp left cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: cylinder aneurysm was reported. The ams700 device was visually inspected and functionally tested. One cylinder had broken fabric threads and exhibited bulging when inflated at a fold. There was a leak in the other cylinder input tube due to sharp instrument damage. Based on the reported events that the cylinder was not used or intended to be used the sharp instrument damage that occurred during the procedure will not be considered a device issue or malfunction. Cylinder aneurysm was confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp left cylinder, pump, and balloon was explanted and a new ipp left cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.